Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device to resolve the issue. An initial evaluation was performed and verified the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the reed switch sw5 was the cause of the reported issue, but further root cause is undetermined. Device was archived by stryker.